Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On or about (B)(6) 2006, an apogee graft was implanted to treat pelvic organ prolapse. It was reported that, "after, and as a result of the implantation," the patient experienced extreme pain, adhesions, dyspareunia endothermy injuries" that are ongoing.